Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders and patient information did not cross over to the station. A technical support specialist (tss) remotely connected to the station and identified an interface issue. The tss ran a site down query and noted slow performance with normal central processing unit and memory usage and followed knowledge article (medes: interface delayed/down notice). After identifying a messaging error, the tss restarted multiple services. The error was resolved, messages were processed correctly, and the customer confirmed no further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary medication orders and patient information was not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.